Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the change out procedure of this patients existing pacemaker, the right ventricular (rv) lead was stuck in the header of the device. Observations of noise and pacing inhibition with no asystole were observed on the rv lead. Pocket manipulation was performed, replicating the previously observed rv lead noise. Subsequently, the rv lead was surgically abandoned and replaced as well. No additional adverse patient effects were reported.